Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contacted abbott regarding three failed calibrations for the axsym rubella igg assay where error code 1011 (cal adjustor failure, cal adj, deviation too large) was generated. The customer's instrument maintenance was reviewed and the customer was advised to decontaminate the bulk solution 1 line, clean the optics and recalibrate. The recalibration failed after the customer performed the recommended maintenance. The customer was sent a new lot of calibrator. There was no impact to patient management reported by the customer.